Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. There was no reported malfunction from the customer, however, defects were identified during service assessment, hence we can confirm this complaint as a defect was found with the complaint device. It was found that the front panel controls were damaged and the connector was bent and corroded. The bezel enclosure was found to be physically damaged. The insertion lever was defective, tubing holder for compressed air reservoir was corroded, and the guide line and pinch valve were bent. The defective pump roller was not working correctly. The ils on suction side was not functioning. The colour coding for tube set was replaced, the damaged front-panel controls, the connector, the bezel enclosure, the insertion lever, holder for compressed air reservoir, defective pump roller and the valve were replaced and the magnet was adjusted to correct the identified failures. The device was cleaned, newly calibrated, repaired and tested for functionality. Fluid ingress into the system is responsible for the corrosion of the reservoir holder and the connector. The defective valve & pump roller along with the other damaged parts are responsible for the suction issue detected with the device. User mishandling is one of the possible causes for the damaged parts, however, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03-21-2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via service request that the fms duo pump came in for preventive maintenance. A complaint escalated from the wo due to a defect identified during service assessment. No reported malfunction from the customer, no patient involvement, and no surgical delay. The failure was detected during electrical safety test.